Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the physician inquired why the ¿last shocks aborted.¿ it was also reported the patient died while admitted to the neurology department. Following, when the implantable cardioverter defibrillator was ¿turned off¿ it was noticed the patient had been shocked multiple times. This had not been noticed earlier because the patient had neurological symptoms; epileptic insults. A review of the data was performed, and it was determined a charge circuit timeout had occurred with excessive charge times resulting from low battery voltage due to the high volume of therapies that were recently delivered. The charge circuit timeout triggered the devices end of service indicator and there was an alert. The results were reviewed with the physician and it was determined there was normal battery depletion. The cause of death was ventricular fibrillation.